Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is detached; the glass cap was not returned with the fiber; the fiber shows a fracture distal to fiber/cap glue zone at the bevel edge; the heat shrink tube exhibits melting at the distal end; the fiber is charred, blackened along 19 cm from the distal end; the fiber is broken at 2 locations between control knob and fiber cap at 8 cm from distal end and at 18 cm form distal end; the heat shrink tube is missing on the two broken pieces. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.

Event description:
It was reported that at the end of a prostate procedure, the physician noticed that the fiber tip was burned @ 92,757 joules. No new fiber was required since the failure was noticed at the end of the procedure. There was "no harm to patient" reported.